Event description:
Livanova received report that a male patient underwent cardiac surgery for left ventricular assist device on (B)(6) 2019 and exploratory surgery of post -op wound on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. It was reported that cultures taken from patient on (B)(6) 2021 (B)(6). The serial number of device used during surgery is unknown. Reportedly, the patient is living and on oral and intravenous antibiotics.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: despite attempt to retrieve additional information from the customer, no further detail was provided. No DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of the surgery. Through follow-up communication with the chief perfusionist under previous case from the same hospital occurred in the same period (april 2019), livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. A relationship between device and reported event could not be determined.